Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The hose was replaced to resolve the reported issue. Block a: no report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported a leak greater than 4.5lpm. There was no report of patient involvement.